Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying an unknown/unspecified error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient was not able to specify when the alleged issue began. As part of her diabetes regimen, the patient indicated she is on lantus and humalog quick pen insulin. At an unknown date/time, the patient stated she increased the amount of insulin intake (amount unclear) due to the alleged issue. The patient reported feeling shaky, nervous , and developed a headache 2 months after the alleged issue began. In response to the symptoms, the patient claimed she went to see her health care provider for assistance, however it is not known what kind of treatment, if any, the patient received after the alleged issue began. At the time of troubleshooting, the cca noted this was not the first time the patient had used the subject meter. It is not specified whether the alleged issue was resolved through. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.